Event description:
It was reported when using the bd tube pms plh 13x100 3.5 plbl lim ce there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the vitros xt7600 rejects tube due to viscosity problem, mechanical alarm. 15% rejection, increase of the tat, the tube goes back on the line and is replayed, either accepted at the 2nd pass or rejected again. Additional information received 2022-10-27: concerning the samples, we do not see any fibrin or red blood cells in the plasma. For some tubes (quite rare), the ring did not fall correctly, by centrifuging them again, the problem is solved. We asked for an ortho intervention to modify the centrifuge of the chain to 2500g. No problem can be seen with the naked eye: well filled tubes, clear plasmas without fibrin or red cell rings in all, 8 tubes with viscosity alarm on v2 and 6 on v1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-nov-2022. Investigation summary: bd received 10 samples and 9 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and instrument issues was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor barrier separation and instrument issues were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to confirm the customer¿s indicated failure modes, incorrect separator position and instrument errors because the defects were not evident in the testing of the returned lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation and instrument issues. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation and instrument issues were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd tube pms plh 13x100 3.5 plbl lim ce there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the vitros xt7600 rejects tube due to viscosity problem, mechanical alarm. 15% rejection, increase of the tat, the tube goes back on the line and is replayed, either accepted at the 2nd pass or rejected again. Additional information received 2022-10-27: concerning the samples, we do not see any fibrin or red blood cells in the plasma. For some tubes (quite rare), the ring did not fall correctly, by centrifuging them again, the problem is solved. We asked for an ortho intervention to modify the centrifuge of the chain to 2500g. No problem can be seen with the naked eye: well filled tubes, clear plasmas without fibrin or red cell rings in all, 8 tubes with viscosity alarm on v2 and 6 on v1.